Event description:
It was reported that pump shut down due to the customer not charging the pump. Reportedly, when pump turned back on the customer's blood glucose bg was high, however a specific value was not provided. Customer declined additional information. Multiple follow up attempts were made to gather information. Customer did no respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.